Event description:
On (B)(6) 2012, the patient contacted animas to report a short battery life. The patient claimed she was receiving low battery alarms every couple of days. Review of alarm history confirms a low battery alarm on (B)(6) 2012 and a replace battery alarm on (B)(6) 2012 at 1:05am. The patient informed customer support that she ignored the replace battery alarm on (B)(6) 2012 and woke up with a high blood glucose of 553 mg/dl. The patient reported she developed symptoms of nausea and vomiting and then went to her local ER. The patient stated she was treated at the ER and released within three hours. At the time of troubleshooting, the patient informed customer support that she uses lithium batteries in the pump. The patient denied any visible damage to the pump and confirmed the battery cap was secured to the pump. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged pump issue began. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarm.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was a replace and low battery observed in the black box. There was no evidence of short battery life observed in the pump history. The pumps electrical current draws were tested with an external power supply and were found to be within the required specifications. A 29 hour flow accuracy test was performed and the pump passed and was found to be delivering within the required specifications. No power warnings or alarms occurred during testing. Investigators were unable to duplicate the battery life compliant. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.